Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a leadless implantable pulse generator (ipg) procedure the incision site was closed with a suture system twice that initially held. After several minutes the bleeding continued. Two figure eight stitches were placed, and a femoral compression device was used to achieve hemostasis. The device remains in use. No further patient complications have been reported as a result of this event.